Event description:
It was reported that during implant of a bifurcated device and an infrarenal aortic extension, the physician experienced difficulties deploying the contralateral limb of the bifurcated device, resulting in fracture of the sure pass wire. Reportedly, during deployment of the contralateral limb of the bifurcated device, the main body sheath got caught in the 14 fr introducer sheath located in the right femoral artery. The physician pulled the sure pass wire with force using a clamp, in an attempt to deploy the contralateral limb; however, the sure pass wire fractured and the contralateral limb cover and body sheath separated from the sure pass wire. The physician elected to continue the procedure and implanted the infrarenal aortic extension from the ipsilateral side, followed by deployment of the right limb of the bifurcated device using a balloon dilatation catheter. The physician blocked the blood flow and performed a cut down into the right femoral artery, successfully removing the contralateral limb cover and the body sheath. There was no injury to the patient.

Manufacturer narrative:
Sample returned. Pre-operative and intra-operative computed tomography (CT) images were provided for clinical assessment and review of the records indicated that the cause for the fracture of the surpass wire was related to the force applied by the physician using a clamp. The pre-operative CT showed that the right external iliac was markedly tortuous and calcification was also noted at the right common iliac bifurcation into the internal and external iliac arteries. It is likely that vessels with severe tortuosity impeded passage of the main body cover and the contralateral limb cover. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.